Manufacturer narrative:
Concomitant medical device: unk sofradim me (lot# zgb00240), 72404210 perigee system with intepro (lot# 45201013 and 72403830) monarc subfascial hammock (lot# 459504045). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of uterine prolapse, cystocele rectocele, and stress urinary incontinence. It was reported that after implant, the patient experienced worsening vaginal pain, significant amount of prolapse and 3rd degree cystocele. Post-operative patient treatment included robotic sacral colpopexy with diagnostic cystoscopy. The product had been used with 72404210 perigee system with intepro, lot# 45201013 and 72403830, monarc subfascial hammock lot# 459504045.